Event description:
It was reported that during a lap esophagectomy, a death occurred with the use of the device. As this info was received 1 year after the event, no further info is known.

Manufacturer narrative:
Information not available, device not returned for analysis.